Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia the customer¿s blood glucose level at the time of incident was 409 mg/dl. The customer states that they had problem with the transmitter. The customer reported that they were sick for several weeks and their blood glucose level was high because they have gastro paresis. The customer did not complete the troubleshooting guide. The device will not be returned for analysis.